Event description:
As per the reporter (consumer), sf-03 sonic fusion (waterpik sonic-fusion 2.0) was used and reported that they came home to a burning smell and found the outlet and plug had burned significantly and the device was plugged in all the time. This report was received via other source from the united states of america on 26-mar-2026. As per case description, "thermal event with property damage. Purchased on (B)(6) 2022. Consumer came home to a burning smell and found the outlet and plug had burned significantly. Firefighters were called to check the house and determined that the machine caused the issue. Uses 2x daily. No additive use and has never cleaned. Water is stored in between uses, and device is plugged in all the time." No additional information was available.

Manufacturer narrative:
Not avail.